Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.